Event description:
Registered nurse (rn) trying to give caffeine and when switched the flush, pump read occluded. Medication going through a PICC line and no occlusions noted. The rn switched the flush three times and still received an error message. Realized after that all three were lot #3226386.